Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during patient evaluation, the lead impedance was >1900 ohms. Subsequent invasive analysis prompted an exxplant due to lead fracture.